Manufacturer narrative:
Investigation summary: customer reported false positive issue on a bd bactec fx bottom instrument (p/n 441385, s/n (B)(6)). No erroneous results were reported to doctors, and patients were not impacted. Customer indicated that instrument reflects false positives in drawer c. Bd remote assistance communicated with the customer and reviewed the log files and plot. An investigation is to be initiated on the media being used at the site. This is an unconfirmed failure of the bd product. Review of the device history record is not required due to the age of the instrument. Service history record review revealed no previous complaints for this issue. Bd quality did not receive any returned parts or instrument for investigation. The root cause was unable to be determined. No new trends, risks, or hazards were identified as a result of the complaint.

Event description:
It was reported while testing with bd bactec¿; fx, instrument bottom, packaged 16 vials flagged false positive in drawer c. Vials were sub cultured to confirm. Results were not reported, there was no reported patient impact.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while testing with bd bactec¿; fx, instrument bottom, packaged 16 vials flagged false positive in drawer c. Vials were sub cultured to confirm. Results were not reported, there was no reported patient impact.